Manufacturer narrative:
Date received by MFR: 25jun2019, date of report: 07aug2019. The technician confirmed the customer allegation. The technician replaced the touchscreen to address this issue.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Touch screen failure. There was no patient involvement.